Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the customer was not able to deliver a bolus using the quick bolus feature. Customer declined troubleshooting with tandem technical support and declined to provide further information.